Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported lock-up condition. As a precaution, physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a recent training session their device locked-up after delivering a 2 joule shock into a defibrillation analyzer. There was no patient use associated with the reported event.